Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 51 previously reported events are included in this follow-up record.   Product return status 51 devices were received.   Event confirmation status 51 reported events were confirmed. Evaluation results 51 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 51 </noe> malfunction events in which the device had paint chips missing. 51 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 51 events were reported for this quarter.   Product return status: 51 devices were received.   Event confirmation status: 42 reported events were confirmed; the cause traced to component failure. 9 device evaluations are still in progress. Evaluation results: 42 devices were found to be affected by missing paint chips.   Additional information: 51 devices were not labeled for single-use. 51 devices were not reprocessed and reused.

Event description:
This report summarizes 51 malfunction events in which the device had paint chips missing. 51 events had no patient involvement; no patient impact.